Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during fill one of peritoneal dialysis therapy. The patient was connected. The patient stated they pressed stop then go on the home choice device and the alarm cleared. The patient would complete therapy using the existing supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.